Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip, spec 23451, effective: 28nov2016. Complaint stems from consumer stating "was burned on the left side of her back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] she was only burned on the left side/big blisters/it was scabbed over [burns second degree] , she thought it was a defective pad because it was off that it only happened on the one side/this was a defective pad because she was only burned on the left side [device issue] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) caucasian female consumer (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) lot number s23843, expiration date apr 2020, via an unspecified route of administration from (B)(6) 2017 ((B)(6) 2017 or (B)(6) 2017) to (B)(6) 2017 at unknown dose for low back pain. Medical history included diabetes from (B)(6) 2016 and hypothyroidism diagnosed at least 10 years ago. Concomitant medications were none. She had not used thermacare previously. She had also used other heat products for pain relief previously. She usually put heating pad on for like an hour, took off for a couple of hours and put back on, so in a 12 hour period, she put it on like 3 times. She had not experienced a problem/symptom with one of these products previously. On (B)(6) 2017 or (B)(6) 2017 (same day starting the product), consumer was using a thermacare heatwrap and it worked beautifully and her back felt so much better on the right side but the left side of her back was bothering her more and she thought it was the back pain. When she took the wrap off, she had big blisters on the left side only, did not have any on the right side and she didn't notice the blisters until she got into the shower and the blisters popped. There was one big one and a couple of little ones. She mentioned this was a defective pad because she was only burned on the left side of her back. She stated that she knew what to do, she used and a huge band-aid. She changed it every 4 hours and now it was scabbed over/her blisters had scabbed over and that was fine and almost gone. She considered this as she had recovered completely. The patient reported she did not consult a healthcare professional for the problems and was not currently under the care of a physician for any medical condition. She further reported she read the usage instructions on thermacare before used the product/ shed classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She was wearing 1 layer of clothing over thermacare. She attached the adhesive to clothing. The product was used 1 day in a row and was used 8 hours per day (probably about from 10a-6pm). She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She did not engage in exercise while using the product. She was not sleeping while wearing thermacare. She took the wrap off the same day, discontinued use and had not used any since though because her back pain was gone and also because of the blisters. However, she will continue to use the product in the future though because it worked beautifully and it helped the back pain tremendously. Device was available for evaluation. The action taken in response to the events of the product was permanently discontinued. The outcomes of events were unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip, spec 23451, effective: 28nov2016. Complaint stems from consumer stating "was burned on the left side of her back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (14nov2017). New information received from product quality complaint group included: new event (she was only burned on the left side of her back) and investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burn blister, device issue, and intentional device misuse as described were considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blister, device issue, and intentional device misuse as described were considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.